Event description:
In 2009, patient reported she sometimes faces high blood glucose readings in the morning. The last time this happened was "2 weeks ago." She states her readings may be between 400 mg/dl and 500 mg/dl. Patient reported this is due to her infusion site no longer absorbing after a certain time period. Patient stated once she faces the high reading, she realizes the insulin is not absorbing and she will notice air bubbles in the luer lock and the infusion set. Patient reports she does not necessarily change her adapter with every 10th insulin cartridge change. She states she changes the adapter approximately every 5 weeks and she goes through 3 cartridges per week. Advised the importance of changing the adapter more frequently. She stated she will discuss this with her supplier. Patient discussed sites. Advised her cannot give any medical advise regarding sites. Advised her to discuss with her doctor. Patient stated she is aware that different sites will have different absorption rates. Patient reported she is not currently facing an air bubble in the infusion set or the luer lock. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.